Manufacturer narrative:
The manufacturer became aware on 22-jan-2026 that the user experienced a hypoglycemic event on (B)(6) 2026 that required emergency medical services intervention. According to the user, the event occurred after a period of blood glucose fluctuation, during which emergency services were contacted by the caregiver due to lack of responsiveness, and intravenous glucose was administered on scene without hospital transport. An investigation was conducted using the information provided by the user and caregiver; however, device data were not available due to reports not being successfully synced. Review of the available information did not identify a confirmed device malfunction. Based on the information available, the event is most consistent with use-related factors, and no device malfunction has been confirmed. If additional device data or information becomes available, a supplemental report will be submitted.

Event description:
On 22-jan-2026, the user reported that on (B)(6) 2026 they experienced hypoglycemia with a blood glucose value of 30 mg/dl. The user was able to treat the low blood glucose with intravenous glucose administered by emergency medical services, with assistance from a caregiver and emergency responders. The user was treated by emergency medical services at home and did not require hospitalization.